Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had a bright white screen. The image showed waveforms that were intact with no issue, other than the change of the background color from black to white. No patient harm, serious injury or adverse event was reported. Patient height: 170.7 cm.

Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
N/a.

Manufacturer narrative:
At this time, there is no sufficient information about the fse visit for the failure investigation. Additional information was requested from the customer with regard to the repair and status of the iabp, and no repair information nor status of the iabp has been received; however, a getinge field service engineer (fse) was dispatched to the customer's site to performed a schedule preventative maintenance (pm) and completed the pm with all calibrations, functional and safety checks to meet factory specifications. Unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.